Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. It was reported that the patient¿s pump had been alarming since (B)(6) 2025, first for low reservoir and then for empty pump since (B)(6) 2025. The patient had not had any withdrawal symptoms, and they have been decreasing drug in the pump. The patient was taking oral medication. The healthcare provider was out of town so they would fill the pump with 10cc¿s sterile saline until the healthcare provider could see the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received via the manufacturer's representative (rep) and confirmed with the healthcare provider (hcp). It was reported that the cause of the empty pump was undetermined. The patient had called in to their managing hcp's office well after the critical alarm had been going off. The rep stated they know the patient is a little hard of hearing, but the cause was unknown.